Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. Model # is not applicable with the exception of serial number as the device is manufactured by prescription. Implant date is not applicable as the device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient had a reaction to the 3d comfort splint. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred. However, it is noted the patient experienced swollen lips, tongue, and a sore mouth. The device was worn for one evening (date unknown). There are no allergies noted.

Manufacturer narrative:
CAPA 2023-006 the device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results the DHR was reviewed for case# (B)(4) and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The receiving router for lot#mc0469 indicated printer resin from keystone industries (supplier) passed inspection and met the specification. C of a (certificate of analysis) was also provided and confirmed the material was qualified for release. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the customer has not returned the device for investigation. However, the non-visual device investigation has been completed. Root cause a root cause for this complaint cannot be explicitly determined. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. IFU 12383 rev 3.0 (comfort3d bite splint) contains the following statement in the warning section: "use only clear, cool water to wash the device. A soft toothbrush may be used. Do not clean or soak in mouthwash. Do not use denture cleanser. Do not use hot water. Do not use alcohol or hydrogen peroxide. Do not place in direct sunlight. Keep away from heat sources." IFU 12383 rev 3.0 (comfort3d bite splint) contains the following statement for the cleaning procedures in the general safety and precautions section: "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the nightguard. Rinse appliance well with clean, cool water before and after use. Clean comfort3d bite splint with clean, cool water only, and let it air dry." Rpt 012620 rev. 1.0 (comfort3d bite splint verification) confirms that the resin material meets the acceptance criteria for biocompatibility (cytotoxicity, irritation, and sensitization) and mechanical properties (flexural strength, flexural modulus, sorption, solubility, and free monomer extraction).

Manufacturer narrative:
Additional data: b2, d4, h4, h6 (health effect - clinical codes, and type of investigation code) corrected data: d1, h6 (health effect - impact code, medical device problem code, investigation findings code, and investigation conclusions code). CAPA 23-006. Manufacturer reference: (B)(4).